Manufacturer narrative:
The investigation of product damage (guidewire damage - peripheral vessel) has been completed. The product was not returned for investigation. Data log review was not required for this case run. Guide wire was reported bent and kinked during procedure. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-26855 e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26855 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported that the impella guidewire was bent and kinked which made access to be difficult. The impella procedure was aborted. There was no patient harm reported and the procedure will be rescheduled for a different time.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1, a.4 and a.5 are unknown. D4-exact model number, catalog number, serial number, lot number, expiration date, and UDI number are unknown. D6a/d6b-unknown implant and explant date. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.